Manufacturer narrative:
The customer reported event of autopulse platform system (sn (B)(4)) displayed a 'system error, out of service, revert to manual CPR' error message was confirmed during functional test and per review of the archive data. Unrelated to the customer reported complaint, upon visual inspection, the autopulse platform was found with a broken front enclosure and deburring sticky clutch plate. The autopulse system console is a reusable device and it was manufactured on 1/11/2013 which is more than 6 years old and it has exceed its service life of 5 years. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. Functional test could not be performed due to autopulse platform displayed system error (latch error 0 - unintended result of the software error) upon powering up the device. The error was clear using ap vision 3 software to remedy the issue. Per review of the archive data, multiples faults of trap error trap messages (latch error 0 - unintended result of the software error) were found on 3/30/2019, rather than the reported event date of 4/12/2019, thus confirming the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there were no previous complaints reported for autopulse platform with sn (B)(4).

Manufacturer narrative:
Zoll has not received the autopulse platform system (sn (B)(4)) for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
It was reported that during daily check the autopulse platform system (sn (B)(4)) displayed a 'system error, out of service, revert to manual CPR' message. No patient involved.